Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) powered up with an error message. Technical support (ts) explained how to clear the error and to remove the battery to clear the error. The caller then installed the battery and the device powered up to the default settings without any error message. The device was restored to service and will be placed back into service. No patient complications were reported as a result of this event.